Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptics tore when using the staar surgical lens injector system.